Manufacturer narrative:
(B)(4). Batch #: unk. Date of event is 2019. Event day and event month were not provided.

Event description:
It was reported by the distributor during an unknown procedure that when changing the cautery tip, the blue plastic piece became dislodged and free. It is unknown if there were any adverse consequences to the patient.